Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Air/water flow issues were also found during the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wrong user handling/ user mishandling. However, the definitive root cause was unable to be determined. The foreign material looked like part of a seal that was not originated from the subject device. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that evis exera iii gastrointestinal videoscope was clogged. During a standard service inspection of the customer returned device, a dark rubbery material was clogging the nozzle. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a dark rubbery material was clogging the nozzle. The probable cause of the malfunction was due to cleaning/disinfection process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.